Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose was over 800 mg/dl at the time of admission. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. The customer also reported feeling nauseous, vomiting and had difficulty breathing from their blood glucose. Customer was treated with an IV drip of insulin. The customer declined to troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.